Event description:
Device issue: none. Adverse event: death. Onset of adverse event: more than three years post procedure. It was reported via a trial that on (B) (6) 2005, the patient underwent stenting of the mid left anterior descending artery (lad) with two xience v stents. On (B) (6) 2009, the patient expired of unk cause, no patient records, including autopsy status, could be obtained. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v stent (p.n. 1009551-08, lot #50704p1), referenced is being filed under this medwatch report.